Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms. These results are conforming to the regulations of the endoscope standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer uses salvanios premium detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent salvanios premium and brushes the instrument channel, suction cylinder, instrument channel port, balloon channel and distal end/area around elevator. The customer uses asept inmed brushes, model numbers 201784 and 201797. The scope was manually disinfected with anioxyde 1000. For automated endoscope reprocessor (aer) treatment, the customer uses a soluscope 4 washer and uses soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in an unspecified drying cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. Upon device return and evaluation it was observed that the light guides cover glass rod lens was cracked. It was also observed that charge-coupled device glass cover was cracked. It was observed that the plastic distal end cap cover had a dent. It was observed that the bending section cover glue was separated. Also, the insertion connecting tube and the universal cord were wrinkled. Switch number 1 - 4 and the number 5 button required maintenance due to the condition of the key top. It was observed that the angulation orientation in the up/down and left/right positions did not meet standard. It was also observed that the biopsy channel had wear and tear and did not meet the standard for the passage of the cleaning brush. Lastly, it was observed that the light transmission system of the charge-coupled device had a streak of flare in which white dots were present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. During sampling, the scope tested positive for 9 colony forming units (cfus) of klebsiella pneumoniae and klebsiella aerogenes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.